Event description:
It was reported that the patient had the pump removed several years prior to this report due to a ¿horrible infection¿. The removal was done 2-3 months after it was implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).